Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including shock testing, resistance testing, impedance testing, off current testing, self testing and functional testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared from the log and after daily/weekly/monthly testing, it did not reoccur. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.